Event description:
It was reported that the patient was in the hospital for an unrelated issue and the patient's heart rate decreased to 30 beats per minute. It was unknown why the pulse generator was inhibiting. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.